Event description:
According to the facility, on (B)(6) 2026, "during a robot cholecystectomy with cholangiogram procedure, medium/large clips wouldn't lock/stay closed when surgeon was trying to clip the artery.

Manufacturer narrative:
According to the facility, on (B)(6) 2026, "during a robot cholecystectomy with cholangiogram procedure, medium/large clips wouldn't lock/stay closed when surgeon was trying to clip the artery. The team was using a davinci medium/large clip applier. No harm to the patient occurred. Staff in the room opened a different pack of clips to use for the procedure. They were from a different manufacturer. No issues were noted at the patient's follow up appointment. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.